Event description:
It was reported that the unit was not working. There was no report of harm or delay. At product evaluation investigation the product exhibited inconsistent speed. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record identified the following related repair: unit was reported as not working. Tech confirmed the unit's motor was erratic and rpms could not be checked. Additionally, the control bar was not in the correct position and the calibration was out at the 0 and 10 reading. Tech replaced the motor, fine adjustment cam, plug harness, switch, bearings, and spring seal. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.